Manufacturer narrative:
This report is for an unknown radial head implant (stem)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. This device was initially reported as part of the radial head implant reported on MFR number 2520274- 2016-14989. Upon review of the complaint on october 28, 2016, it was determined the radial head implant components (head and the stem) should be reported individually. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision surgery was completed on (B)(6) 2016 for a non-union of a distal humerus and olecranon. A 3.5mm hook plate, medial plate, radial head implant (head and stem), and unknown quantity of screws were removed successfully intact. No surgical delay was reported and no additional medical intervention was required. The patient was revised to a cannulated screw tension band system. Procedure was completed successfully. Patient status was listed as stable. This complaint involves 4 devices. This report is for an unknown radial head implant (stem). This report is 5 of 5 for (B)(4).